Manufacturer narrative:
The investigation is currently pending, and a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported during the procedure, at the moment of inserting one of the non-locking screws, the plate broke. The surgeon used a longer plate to complete the procedure. This issue prolonged the procedure by 30 minutes. No other adverse patient consequences were reported.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were noted. All inspections passed, and no issues were identified in the DHR review. The plate was returned for evaluation, and the reported issue of break was confirmed. The returned plate was fractured below one of the plate holes. As stated in the instructions for use (IFU), use of an undersized implant in areas of high functional stress may lead to implant fracture and failure. Additionally, bending the plate excessively multiple times may weaken the plate and could result in implant failure. The reported complaint was confirmed; however, based on the information received, a definitive root cause could not be determined.